Event description:
Reportedly during the colectomy takedown, the eea did not fire correctly. According to surgeon, the purse string was not cut when the instrument fired. The proximal donut was good, but the distal donut was poor and inconsistent on one side. Surgeon had to completely re-do the anastomosis.